Manufacturer narrative:
Blocks h7, h9 and h11 have been updated. Block h6: imdrf impact code f2301 captures the reportable event of additional device required. Imdrf device code a150101 captures the reportable event of stent failure to expand. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
This report pertains to one of two axios stent and electrocautery enhanced delivery system devices used in the same patient. Refer to manufacturer report 3005099803-2025-04958 and 3005099803-2025-04956 for the associated device information it was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the duodenum to treat a common bile duct stricture during a choledochoduodenostomy procedure performed on (B)(6) 2025. During the procedure, the distal flange did not deploy properly. Deployment was eventually achieved by initiating the release of the proximal flange. The stent was successfully positioned; however, its proximal flange became stuck inside the first stent. To address this, a double pigtail plastic stent was placed between the bile duct and the duodenum, passing through both stents. The stent is reported to be currently implanted. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted during a choledochoduodenostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the common bile duct and the duodenum during a choledochoduodenostomy procedure.

Event description:
This report pertains to one of two axios stent and electrocautery enhanced delivery system devices used in the same patient. Refer to manufacturer report 3005099803-2025-04958 and 3005099803-2025-04956 for the associated device information it was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the duodenum to treat a common bile duct stricture during a choledochoduodenostomy procedure performed on (B)(6) 2025. During the procedure, the distal flange did not deploy properly. Deployment was eventually achieved by initiating the release of the proximal flange. The stent was successfully positioned; however, its proximal flange became stuck inside the first stent. To address this, a double pigtail plastic stent was placed between the bile duct and the duodenum, passing through both stents. The stent is reported to be currently implanted. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted during a choledochoduodenostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the common bile duct and the duodenum during a choledochoduodenostomy procedure.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional device required. Imdrf device code a150101 captures the reportable event of stent failure to expand.